Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD had gone to backup vvi mode due to excessive telemetry usage. Programming changes were performed on the ICD to resolve the backup vvi. The patient was in stable condition.